Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-23482. It was reported that patient experienced ineffective stimulation due to heating sensation issue at the implantable pulse generator (ipg) site feeling warmer than the skin. Patient has tetraplegia and initially the patient did not experience any pain and had effective stimulation. Patient stated feeling heating sensation when the ipg is on and when the ipg is turned off. Physician suspected that the ineffective stimulation was due to an anatomical change in the dorsal column where the lead was placed. A surgical intervention is anticipated in the near future. No additional information is available at this time.